Event description:
(B)(4). I had the essure in (B)(6) 2006. I have had extreme cramping since then, heavy bleeding was put on depo and still spotted for 4 months straight. I had a uterine ablation still had cramping after this. In (B)(6) 2014 I had a hysterectomy due to these side effects.